Manufacturer narrative:
E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was a connection error during preparation for use involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause of the event. There was no patient injury reported.